Event description:
The microclave clear cap was being used in neonatal intensive care unit (nicu). Total parental nutrition (tpn) and lipids were administered through the cap. The fluid was observed to flow outside of the accordion type plunger material into the interior of the cap. The fluid did not leak to the exterior of the cap.